Event description:
It was reported that, "this event happened during a primary tka. There was pt involvement but no adverse consequences. After the surgeon completed his tibial cut using the tibial right cutting block and capture, when he went to remove the capture, the spring loaded bronze tabs (to insert/remove the capture) broke away from the rest of the capture. All pieces were recovered."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.